Event description:
It was reported, by the consumer, that post a coronary drug eluting stenting treatment procedure, arthritis, stomach problems, fever, irregular heart beat and sleep apnea occurred. The patient had a taxus express2 3.0x12mm drug eluting stent placed in an unknown vessel. Since implantation, the patient has experienced "arthritis in his knees, upper neck and lower back", has experienced "stomach problem, fever, a less irregular heartbeat and sleep apnea." Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.